Event description:
Customer reported via phone, the insulin pump had alarmed button error and the device functioned again. Customer thought the device was fine and a week later the buttons were no longer responding. Customer didn't recall his blood glucose of when the alarm occurred. Customer stated, he might have been pressing against the device as he was watching tv. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
All of the buttons functioned properly, however moisture damage was found on the keypad traces. No button error alarms noted during testing. The device was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, and cracked battery tube threads.